Event description:
The customer reported that the sys displayed non by-passable errors failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power motor relay pcb and vertical lift switches were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.